Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination found that the stent was damaged. The stent struts from the centre of the stent were stretched distally, the stent length was measured to be 44mm. The stent length should be between 30.5mm and 33.5mm. This type of damage is consistent with the stent meeting a resistance an obstruction during the withdrawal of the device. A visual and tactile examination found that the shaft polymer extrusion was kinked 10mm distal to the guidewire exchange port. In addition the hypotube was kinked at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on(B)(4) 2015. It was reported that an unspecified incident with a 2.25 x 32 synergy¿ drug-eluting stent occurred. No patient complications were reported. However, returned device analysis revealed stent damage. This product is only ous approved but it is similar to an approved u.s. Device.